Event description:
It was further reported that in (B)(6) 2007, the patient presented due to an 'old' myocardial infarction, with timi flow 3. The index procedure was performed in (B)(6) 2008 rather than in (B)(6) 2008 as was previously reported. The target lesion was a 50.0mm x 3.00mm, 90% stenosed, de-novo lesion. Following treatment, residual stenosis was 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged eight days later with no complications on nichistate and bayaspirin. At the time of the event, the patient presented without ischemic symptoms. Following treatment, residual stenosis was 0%. Timi-3 remained unchanged throughout the procedure.

Event description:
(B)(4) study. Same case as MDR#2134265-2012-02534. Same patient as MDR#2134265-2009-01764, #2134265-2009-01765, #2134265-2008-02129 and #2134265-2008-02130. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. During the index procedure in (B)(6) 2008, the physician treated the mid left anterior descending (lad) artery with a 3.0x28mm taxus express2 stent and a 2.5x24mm taxus express 2 stent. (B)(6) 2011 - the physician observed 90% in-stent restenosis of the mid lad. The lesion was 6.0mm long with a reference vessel diameter of 3.0mm. The physician treated the in-stent restenosis with angioplasty using an unknown manufacturer's balloon. No further complications were reported and the patient was discharged the next day.

Manufacturer narrative:
Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is anticipated procedural complication. (B)(4).

Manufacturer narrative:
If implanted give date, corrected from (B)(6) 2008. (B)(4).